Manufacturer narrative:
(B)(6). The customer¿s report of a pump battery discharge was confirmed. Analysis of the pcu event log shows that the system was powered on at 3:26 pm on (B)(6) 2017 while on dc power. Four pump modules were attached to pcu s/n (B)(4) and infusing norepinephrine non CT, fentanyl, a basic infusion, and phenylephrine. It cannot be determined when the pcu was plugged into ac power or for how long. At 5:02 pm, after 1 hour and 36 minutes in use, the pcu alarmed for battery discharged and all 4 pump modules were paused. The user then selected softkey 14 (system off) to address the battery discharged pop-up and the system was powered off. Less than 1 minute later, the user powered on the system and restored all four infusions. It cannot be determined whether battery conditioning had been performed since the battery log only included data for 30 june 2017 to 15 january 2018. The log contained no conditioning events during those 7 months. The pcu having missed both low battery (lb1) and very low battery (lb2) alarms can be attributed to the battery nearing the end of its life expectancy. The battery had a date code indicating approximately the last week of (B)(6) 2016. It is recommended that batteries be replaced every 2 years and conditioned every 12 months. Frequent use of battery power and insufficient battery charging may decrease battery life, which may result in missing low battery alarms. The cause of the battery discharge is an inadequate charge capacity.

Event description:
Received a copy of the customer's medwatch report from the FDA which states: "IV pump malfunction. Pump alarmed - told us to plug it in or it would turn off. The pump was plugged in. Then the screen turned red and stated "battery discharge". The only thing it allowed me to do was shut the pump down and restart. This pump was running levo at 1 mcg/kg/hr, and neo at 3 mcg/kg/hr."

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pcu alarmed with a message that the device needed to be plugged in or it would shut off. The pcu was plugged in and then the screen turned red and stated ¿battery discharge.¿ the user was only able to shut the pcu down and restart it. Levophed 4mg/250ml at 1mcg/kg/hr and neosynephrine 8mg/50ml at 3mcg/kg/hr were infusing; the patient coded due to this event. The pcu was switched out and the same thing happened again; both devices were sequestered. Biomed checked the battery capacity using maintenance software and found it to be 774 milliamp hours. Battery conditioning was performed. The patient was revived following the code, but later passed away.

Manufacturer narrative:
Physical inspection noted the device to be in fair condition with the instrument seal intact. Both iui connectors were observed to be dull. No other anomalies were observed. The root cause of the customer¿s report of battery discharge was identified as accelerated battery aging/wear due to extreme battery usage and not recommended charging practices.

Event description:
The customer reported that the pcu alarmed with a message that the device needed to be plugged in or it would shut off. The pcu was plugged in and then the screen turned red and stated ¿battery discharge.¿ the user was only able to shut the pcu down and restart it. Levophed 4mg/250ml at 1mcg/kg/hr and neosynephrine 8mg/50ml at 3mcg/kg/hr were infusing; the patient coded due to this event. The pcu was switched out and the same thing happened again; both devices were sequestered. Biomed checked the battery capacity using maintenance software and found it to be 774 milliamp hours. Battery conditioning was performed. The patient was revived following the code, but later passed away. Received a copy of the customer's medwatch report from the FDA which states: "IV pump malfunction. Pump alarmed-told us to plug it in or it would turn off. The pump was plugged in. Then the screen turned red and stated "battery discharge". The only thing it allowed me to do was shut the pump down and restart. This pump was running levo at 1mcg/kg/hr, and neo at 3mcg/kg/hr."